Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during device interrogation post implant the lv lead was noted to be dislodged. The lead was explanted and competitively replaced when repositioning was not possible. The patient was asymptomatic.